Event description:
The event is reported as: the customer alleges that the unit is not heating. No report of patient injury or harm.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A device history record review was conducted. A document assessment was conducted and no changes were required.